Event description:
As reported through the clinical study wave: (B)(6) 2025 (procedure): the patient was treated for a sidewall aneurysm, located on the left ica/posterior communicating artery. The aneurysm ruptured on (B)(6) 2025, the treatment consisted of using 04 coils (01 terumo neuro and 03 stryker coils). 03-november-2025 (procedure day) ae1: hemiparesis, aphasia, dysphagia due to embolism according to the description provided by the site the event is not serious, marked severe, but not associated with device malfunction. In term of clinical impact, the patient is symptomatic. The event is possibly related to the coil device, possibly related to the ancillary device and possibly related to the study disease condition. Causal relationship to the index endovascular procedure was reported. The event is not related to the concurrent disease condition or treatment. The action taken for this event is a drug treatment with antiplatelet. The outcome is resolved without sequelae on (B)(6) 2025. Medical history: hashimoto-thyroiditis. Neurological history: none. Pre procedure neurological evaluation: mrs=0 and h&h grade ii. Randomized arm: other endovascular techniques antiplatelet therapy & other treatments: the antiplatelet functional test was not performed. (B)(6) 2025 (discharge): the patient discharged the hospital with mrs=0, nihss=0. (B)(6) 2025 (1 month fu visit): the neurological evaluation of the patient was mrs=0, nihss=0. Device remains implanted. Site has marked incident related to: coil device: possible. Ancillary device: possible. Index endovascular procedure: causal. Study disease condition: possible. Concurrent disease condition or treatment: not related. No further incident information was provided.

Manufacturer narrative:
Investigation findings: based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Cases of chemical aseptic meningitis, edema, hydrocephalus and/or headaches have been associated with the use of embolization coils in the treatment of large and giant aneurysms. The physician should be aware of these complications and instruct patients when indicated. Appropriate patient management should be considered. Warnings and precautions: the mcs is intended for single use only. Do not resterilize and/or reuse the device. After use, dispose in accordance with hospital, administrative and/or local government policy. Do not use if the packaging is breached or damaged. If a coil must be retrieved from the vasculature after detachment, do not attempt to withdraw the coil with a retrieval device, such as a snare, into the delivery catheter. This could damage the coil and result in device separation. Remove the coil, microcatheter, and any retrieval device from the vasculature simultaneously. Detachment of the mcs coil 32. When the v grip® detachment controller is properly connected to the v trak® delivery pusher, a single audible tone will sound and the light will turn green to signal that it is ready to detach the coil. If the detachment button is not pushed within 30 seconds, the solid green light will slowly flash green. Both flashing green and solid green lights indicate that the device is ready to detach. If the green light does not appear, check to ensure that the connection has been made. If the connection is correct and no green light appears, replace the v grip® detachment controller. 34. Push the detachment button. When the button is pushed, an audible tone will sound and the light will flash green. 35. At the end of the detachment cycle, three audible tones will sound and the light will flash yellow three times. This indicates that the detachment cycle is complete. If the coil does not detach during the detachment cycle, leave the v grip® detachment controller attached to the v trak® delivery pusher and attempt another detachment cycle when the light turns green. 36. The light will turn red after the number of detachment cycles specified on the v grip® labeling. Do not use the v grip® detachment controller if the light is red. Discard the v grip® detachment controller and replace it with a new one when the light is red. 37. Verify detachment of the coil by first loosening the rhv valve, then pulling back slowly on the delivery system and verifying that there is no coil movement. If the implant did not detach, do not attempt to detach it more than two additional times. If it does not detach after the third attempt, remove the delivery system. Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. This study is ongoing and device/procedure relatedness determinations can be re-adjudicated by independent reviewers/physicians. The study device and study procedure relatedness can change as a result of these reviews. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report.